Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the tip seemed frayed/bent when it exited the scope. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition was reported as "patient is fine" at the conclusion of the procedure. This is the first of two devices reported to malfunction during this event. Refer ot manufacturer report # 3005099803-2008-00326 for details regarding the second device.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.